Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate high control solution result. The reporter claimed obtaining a control solution result of 202 mg/dl which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients control solution and test strips have been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed testing; the reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.